Manufacturer narrative:
The device was returned to zoll; testing of the device was not able to duplicate the malfunction. Follow-up communication with the customer was not able to provide additional information to the message that was displayed. However, they did indicate that the device was able to provide therapy at the time of the reported malfunction. Due to the fact that there was no potential for clinical impact, this report does not meet the requirements for reportability. It's also important to mention that there was external damage to the device consistent with mishandling. The device was recertified and returned to the customer. Analysis for reports of this type does not indicate an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device intermittently displayed a "system check failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.